Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device displayed red x with an ECG cable failures message. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.

Manufacturer narrative:
.